Event description:
It was reported that the mdu hand control shaver shorted out and got hot during inspection. The malfunction did not cause a delay in a procedure. No user injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the exterior and interior of product and no damage was observed. Complaint of shorting out could not be reproduced but the mdu did overheat and a motor stall error occurred. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.